Manufacturer narrative:
A ge rep evaluated the system and adjusted the input transformer. System operates as intended.

Event description:
The customer reported that when the system is plugged in, an alarm sounds and the system will not boot up. No pt injury was reported.